Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision due to fractured ps poly surface approximately nine (9) years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: femoral component option for cemented use only size f left catalog#: 00599601651 lot#: 60959169; nonaugmentable stemmed tibial component option size 4 catalog#: 00598603702 lot#: 60940582; all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 61001749; palacos r 1x40 single catalog#: 00111214001 lot#: 66594190. Reported event was confirmed as the returned implant was fractured. Visual inspection shows signs of discoloration and the post of the articular surface was fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.